Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03167. Follow up revealed that the patient had their scs system explanted in (B)(6) of 2017.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03167. It was reported the patient experienced ineffective stimulation. An impedance check revealed high impedances on one of the two leads. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03167. Follow-up revealed the patient had x-rays but the results were unknown. Surgical intervention remains pending.